Event description:
It was reported that during a follow up visit, the atrial lead exhibited noise. The device was reprogrammed. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.